Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. The shock impedance had gone down within normal range the following day. The device will be evaluated in the clinic. The device remains in service. No adverse patient effects were reported.